Manufacturer narrative:
Initial reporter phone no. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) homechoice automated pd sets with cassette were leaking from an unspecified location. The leaks were discovered the patient was connected for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the actual devices were not available. However, three (3) photographs of the samples were provided for evaluation. The photographs were visually inspected and the photographs did not show evidence of the issue. The reported condition could not be verified. A batch review was conducted, and there were no deviations found related to this reported condition, during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.